Event description:
At the previous follow-up on (B)(6) 2017, the programmer estimated approximately two years until elective replacement indicator (eri). However, during follow-up on (B)(6) 2018, approximately one year later, the device indicated eri since (B)(6) 2017. A programmer overestimation of the remaining longevity was suspected. The device was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
The device was received in backup mode, consistent with cold temperature exposure. Review of the device image indicated a false elective replacement indicator (eri) trip occurred in (B)(6) 2017 consistent with the device being in auto-capture and high output mode, resulting in the diagnostic issue observed in the field. Additional analysis was performed, including accelerated automatic data measurements and output amplitude measurements at various settings which confirmed normal device functionality. Total projected longevity based on field settings is 9.79 years; implant duration is 11.31 years which exceeded the projected longevity and is considered normal battery depletion. The reported event of diagnostic and longevity anomaly was confirmed.